Event description:
According to the available information the catheter blocked the urinary flow resulting in early catheter change. The blockage of flow was not related to the presence of urinary infection. In addition, there were 2 episodes of a rupture of the balloon with the following displacement of the device. This complaint captured the balloon burst.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found another complaint for the same defect and three for other defect regarding the lot number 9397016 ( (B)(4) ). On august we receive supplier's investigation which conclude: no anomaly recorded during production, but this issue could be caused by a raw material issue. According to the information known and investigation performed quality databases was checked and revealed one corrective and preventive action in relation to the described defect: - CAPA -000152 "balloon issues on folysil and silicone prostatic catheters". The trend for deflation issue on folysil catheters is specifically followed. A similar case study was performed based on same item number hi6616, defect: burst over last four years: one other similar case was found ( (B)(4) )

Event description:
According to the available information the catheter blocked the urinary flow resulting in early catheter change. The blockage of flow was not related to the presence of urinary infection. In addition, there were 2 episodes of a rupture of the balloon with the following displacement of the device. This complaint captured the balloon burst.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found four other complaints for different defects regarding the lot number 9397016. B3: estimated date.